Manufacturer narrative:
The pump user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the customer is using lumjev. Tandem technical support informed the customer that lumjev is off-label per the tandem user guide. The customer changed the supplies to address the issue and insulin delivery was resumed. Customer's blood glucose was 220 mg/dl.